Event description:
It was reported that the unit had a thermal event while it was plugged in but not running. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the cause for the alleged damage and melting event was the unit overheated. A likely cause as to why the unit overheated was due to a malfunctioning component on the circuit board. The issue was resolved for the customer by replacing the unit.

Event description:
It was reported that the unit had a thermal event while it was plugged in but not running. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.